Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (cannot complete incoming testing) was confirmed. Upon investigation the electrode belt trunk cable connector was severed and missing. The cause of the inability to complete testing is the missing trunk cable connector. The root cause of the missing cable connector is physical abuse. No adverse event resulted from the missing connector.

Event description:
A us distributor returned an electrode belt sn (B)(4) indicating that it could not complete incoming testing.